Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction safety notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s). The additional mitraclip device referenced in event will be filed under a separate medwatch report number.

Event description:
This is filed to report the clip opening while locked and single leaflet device attachment requiring intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. One clip was implanted without issue. Then, an xt clip (11130r125) was attempted to be placed on the valve medial to the first implanted clip. Post deployment, the clip opened approximately 60 degrees and within two minutes of deployment it detached from the posterior leaflet (single leaflet device attachment (slda)). The physician expressed post deployment that the arm positioner had noticeable tension when being opened/closed. It was unclear if there was leaflet damage and it was decided to implant an additional clip for stabilization of the slda and to further reduce the mr. An nt clip (20324r137) was then placed on the valve. However, while removing the lock line the clip jumped open to approximately 60 degrees. The clip was re-closed, and two establishing final arm angle (efaa) test were successfully performed. The clip remained stable and was deployed. The procedure was complete with a mr grade of 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, the cause of the reported suspected unspecified tissue injury was the single leaflet device attachment (slda). The cause of the reported incomplete coaptation associated with the slda was due to the clip opening while locked (cowl). The cause of the reported unintended movement associated with the cowl, and the reported physical resistance/sticking associated with the clip arm actuator knob had tension, could not be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
N/a.